Event description:
It was reported that the patient came into the hospital clinic with symptoms. Interrogation of the pacemaker indicated that the device had reached its elective replacement time (eri) after only 18 months of implant and high impedance was also noted. The pacemaker was explanted and a new pacemaker was implanted. There were no further patient complications reported as a result of this event.

Event description:
It was reported that the patient came into the hospital clinic with symptoms. Interrogation of the pacemaker indicated that the device had reached its elective replacement time (eri) after only 18 months of implant. It was later reported that the pacemaker was explanted and returned, a new pacemaker was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): analysis of the returned device discovered a tantulum capacitor with current leakage exceeding specifications. Additionally, performance data collected from the device was analyzed. Elective replacement indicator (eri) was tripped on (B)(6) 2010 with a battery voltage of 2.4v. Correction: adverse event flag, patient demographics, patient outcome.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary; (B)(4) the actual device was not received for this evaluation. We did receive performance data collected from the device and have analyzed the data. Elective replacement indicator (eri) was tripped on (B)(6) 2010 with a battery voltage of 2.4v.